Event description:
During the procedure, when attempting to exchange the device and pulling on the catheter, the shaft broke into 2 pieces. There were no consequences to the patient.

Manufacturer narrative:
One 5f, quadripolar, jsn, supreme ep catheter was received for evaluation. Visual inspection revealed the black connector plug back nut was fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.